Manufacturer narrative:
Final analysis found no telemetry and output due to battery depletion. After replacing the battery and downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that a patient near syncope presented to the emergency room. The pulse generator exhibited backup vvi operation. The device was explanted and replaced.